Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine remote transmission, multiple ventricular noise reversions. Review of the electrograms (egms) suggested ventricular noise. The patient was stable and will continue to be monitored.